Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, far field r-wave oversensing was noted on the atrial channel. Programming changes were made, and the issue was resolved. The patient was stable throughout.

Manufacturer narrative:
Correction - company representative was checked in error in initial report and corrected in follow up report.